Event description:
It was initially reported that an error message was received on the physician's handheld that stated that the parameters could not be displayed. The error message was received while interrogating a 103 generator on an unk pt. The company rep went to the site to troubleshoot the issue. A hard reset was performed and the company rep was successfully able to interrogate her demo generator. The physician's office has had no additional issues with their programming system since that time. The physician's office does not know who the pt was so it has not been confirmed that the pt has successfully been interrogated since that time. Good faith attempts for more info have been unsuccessful to date.